Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an a patient underwent a reverse modular shoulder procedure on (B)(6) 2020. During this procedure an ar-9501-13s apex humeral stem, an ar-9502f-39lcpc suture cup, an ar-9503m-03 humeral insert, an ar-9560-28-4 modular baseplate, an ar-9561-35s central screw, an ar-9563-36 peripheral locking screw, an ar-9563-40 peripheral locking screw, and an ar-9564-2839-lat glenosphere, were successfully implanted. Two years later, on (B)(6) 2022, patient underwent a revision reverse total shoulder procedure because the central and peripheral screws broke off the baseplate.

Manufacturer narrative:
The complaint is not confirmed based on the customer provided photo, which displays the intact stem with no defects. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.